Manufacturer narrative:
Citation: arafat aa, alawami mh, hassan e, et al. Surgical vs transcatheter aortic valve replacement in patients with a low ejection fraction. Angiology. 2023;74(7):664-671. Doi:10.1177/00033197221121012 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of surgical (savr) versus transcatheter aortic valve replacement (tavr) in patients with low ejection fraction. The study population consisted of 187 patients who underwent savr (n = 70) or tavr (n = 117). In the tavr group, 85 of the 117 patients were treated with a medtronic corevalve system. The authors recorded survival rates of 89%, 80%, and 63% at one, three, and five years post-implant in the tavr group. No evidence was presented to suggest that a medtronic product or its function contributed to any of the deaths. The following adverse outcomes also occurred in the tavr group: new onset atrial fibrillation, permanent pacemaker implantation, stroke, paravalvular leak (mild to moderate), readmission for heart failure, renal impairment, minor access site bleeding, and unspecified access site vascular complications (no intervention mentioned). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the corresponding author stated that the causal relationship between medtronic product and the adverse outcomes documented in the article was not evaluated or studied. No other information was given.